Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3. Analysis found non-conformances and the recharger was subsequently scrapped. The following recharger failure was found: recharger problem, cannot continue, call medtronic message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  their controller had been displaying 'software problem [77]: rm03' persistently; would charge implant (ins) a couple minutes with excellent quality, then problem alert would populate. The pt said the replacement controller had been acting fine up until this issue started interrupting recharging ins a couple weeks ago. The pt had been resetting controller by removing and reinserting battery to clear alert, but over the last 4 or 5 days the pt was unable to get their ins charged at all. The pt wanted to meet with a medtronic rep to make sure their equipment wasn't faulty. The pt confirmed sometimes their recharger felt "warm". Agent reviewed information about rm03 alert. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.  See pe 705470991 for mentioned information regarding a shock they felt no new information. Rep to meet with pt to help with new rtm.